Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the sensor glucose reading and blood glucose reading were off by 150 points. During troubleshooting, customer mentioned his sensor glucose was 210 mg/dl and blood glucose was 420 mg/dl. Customer will not be returning the device for analysis.